Event description:
A facility representative reported that a day after intraocular lens implantation, the lens was decentered. The lens was re-centered. Additional information was requested and received stating at day 1 post operative, the lens was decentered. In the surgeon's opinion, due to trailing haptic instability lead to optic decentration in the capsule. Additionally it was mentioned that the patient was happy with vision and there was no need of lens repositioning. There are two medical device reports associated with the report. This is 2 of 2

Manufacturer narrative:
G.9. This report originally filed as mfg report num 9612169-2023-00429. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated a qualified cartridge, a handpiece, and a qualified viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. The sample remains in the eye. The questionnaire indicated .05 ml of viscoelastic was used and that the lens was allowed to remain in the injector within the recommended time range. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the suspect iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The questionnaire also indicated that it was likely no need for iol repositioning as patient is happy with vision. The manufacturer internal reference number is: (B)(4).